Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: poland. After opening the box and passing through the tissue the needle detached from the thread.

Manufacturer narrative:
Samples received: 5 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. Approx (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Although the results of the samples received fulfill the specifications of OEM, note of this incidence is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.